Event description:
After 9 years of cochlear implant use, the pt's receiver/stimulator was reportedly migrating to the point that there was a risk of device exposure. The pt's performance was also compromised. The explantation procedure was scheduled for 2005. Cochlear corporation is not aware if a reimplantation also took place at this time.